Event description:
Healthcare professional reported a left device exchange due to a deflation. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.